Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). Device investigation could not be performed because the device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Reviewing of production records found no indication of product deficiency. Based on the obtained information, it was presumed that torsion and/or bending stress exceeding the product's design limit was inadvertently applied in attempts to cross the lesion while the wire tip was being trapped possibly by calcification. That excess stress was assumed to have contributed to the reported wire fracture. Instructions for use states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the tip of an asahi guide wire became separated during a pci to treat a mildly tortuous, moderately calcified cto in the distal rca. The guide wire fractured and stranded while crossing the cto. Although attempted, retrieval of the wire fragment was unsuccessful. The wire fragment was left in situ. No adverse patient effects were reported.